Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 video and 1 defective sample. 1) the video shows leakage from the tail of the septum. 2) the defective sample shows: a)the sample has been used, the sku is 383055, the batch code is 3108435. B)the septum is closely connected to the catheter hub without any leakage trace. C)there is blood at the pinhole at the tail of the septum, which is straight, not round, and should be made with a blade. D)the pinhole at the top of the septum is irregular. E)after removing the plug, it is found that the septum has been installed upside down. Please see attachment pr#(B)(4) for the photos. 2. DHR/bhr review(lot#3108435): 1) this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4).ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Analysis of causes: 1) according to the product process, it is first necessary to use a blade to open a hole in the center of the septum, the depth is about 90% (that is, one side of the septum is pierced, the other side is not pierced), and then the end of the cannula enters from the opening side of the septum, so that the cannula can enter the septum smoothly, and the other side of the septum only withstand the cannula piercing, so as to avoid leakage. 2) the septum of the returned sample is inverted, causing the end of the cannula to enter the unperforated side of the septum, where the septum is "rotten" in an irregular shape, and the septum on the other side is subjected to two openings (one from the blade and one from the end of the cannula), resulting in leakage. 3) no abnormality is found in the on-site inspection and tracking of the assembly equipment. This defect shall be an isolated case, which may be caused by technicians placing the septum backwards when replacing the blade. The plant has trained relevant technicians. Please see attachment pr#(B)(4) for the training records. Conclusion(s): no abnormality is found on process. The returned video shows leakage from the tail of the septum, and upon inspection of the returned sample, it is found that the septum has been installed upside down and caused the leak. On-site inspection and tracking of the assembly equipment, no abnormality is found. This defect shall be an isolated case, the plant has trained relevant technicians and will continue to monitor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc leaked at septum the following information was provided by the initial reporter: the head nurse of the gynecology department reported that the product leaked during use; samples can be returned, with photos provided;